Event description:
A malfunction was reported after the pump fell a short distance. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to call back if the malfunction code recurred. The issue did not recur, and the customer was advised to continue using the pump.